Event description:
Pt presented post-operatively with pain and has not gained full flexion and extension. Revision surgery is planned to exchange the poly inserts.

Manufacturer narrative:
Pt presented post-operatively with pain and has not gained full flexion and extension. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.